Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient stopped charging the ipg after experiencing recharge burdens over the last six months. Approximately two months ago, the ipg became inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
An inoperable implant due to not charging the device was reported to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.